Manufacturer narrative:
PMA/510k # - exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during soft ureteroscopic lithotripsy, the basket of a ngage nitinol stone extractor would open when tested prior to insertion into a disposable endoscope. When the device was inserted into the endoscope the basket would not open. A new basket was used to complete the procedure. When the distributor received the device, they found the basket could not be closed and there was a lot of resistance to fully open the basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during soft ureteroscopic lithotripsy, the basket of a ngage nitinol stone extractor would open when tested prior to insertion into a disposable endoscope. When the device was inserted into the endoscope the basket would not open. A new basket was used to complete the procedure. When the distributor received the device, they found the basket could not be closed and there was a lot of resistance to fully open the basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned to cook with no original packaging. The handle actuates the basket, however, resistance is felt. The handle was disassembled and resistance was felt when the basket formation was manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A search of complaint history found (B)(4) on the reported lot. All (B)(4) were from the same customer, and all returned devices had indications of damage, possibly due to excessive force applied during use. The devices were inspected multiple times for functionality and damage during manufacturing and quality control checks. There was not enough evidence to conclude that an issue occurred that possibly affected all the devices in the lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. Based upon the available information and results of the investigation, the cause for the issue could not be conclusively determined. There was no visible damage, but it is possible that slight damage was affecting the ability of the device to open and close. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.